Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a ¿high¿ reading on the meter indicating a blood glucose of over 600 mg/dl with symptoms of crankiness. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump had an intermittent power issue that contributed to the blood glucose excursion. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of a power issue with the pump.

Manufacturer narrative:
Date of submission 22-jun-2018. The device has been returned and evaluated by product analysis on 14-jun-2018 with the following findings: review of the black box data revealed the last basal delivery was on (B)(6)2018. There were unexplained power on reset events beginning (B)(6)2018 at 12:34 with delivery resuming (B)(6)2018 at 14:45. There was no moisture or corrosion in the battery compartment. The battery compartment was intact and without damage, as was the returned battery cap. The batter cap measurements were within specification. With the returned cap in place, the pump powered on normally and the pump exercised for 24 hours without interruption in power. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump was found to be delivering as intended without malfunction or defect. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.